Event description:
The customer reported that a module unexpectedly fell from the monitor.

Manufacturer narrative:
The customer reported that a module unexpectedly fell from the monitor. The available information is fully consistent with damage due to use outside normal and expected. Product labeling specifies inspection of the device before use which would easily allow detection of physical damage. No further investigation or action is warranted. (B)(4).